Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported arrhythmia, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-019706, could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 lvas IFU, is currently available. The IFU lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed sustained ventricular tachycardia (vt) on (B)(6) 2022 that required direct-current (dc) cardioversion or defibrillation. The relationship between the reported event and the device was considered to be low, but undeniable. It was noted that there was a possibility that the vt was from around the inflow cannula because the vt originated from the left ventricle (lv).